Manufacturer narrative:
The device was not received for evaluation; therefore no physical analysis of the device can be performed. The batch number is unknown, therefore the manufacturing batch records for the complaint device cannot be reviewed. It was reported that the device is expected to be returned for evaluation; however, at the time of this report, the device was not received. If there is any further relevant information provided, a follow-up medwatch report will be filed.

Event description:
The wire coating stripped off the wire.